Manufacturer narrative:
Additional information is being requested. The investigation is ongoing, a supplemental report will be provided.

Event description:
The surgeon has requested a revision of a custom total femur replacement implant. This reports relates to stanmore implants worldwide ref: (B)(4).

Manufacturer narrative:
A revision surgery to a total femur implant has been successfully completed with no reported complications. The cause of the revision after 13 years, was attributed to patient pain with no further details provided. The complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report of 3004105610-2015-00098 ((B)(4)).